Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported the patient complained of incision site tenderness, oozing, drainage and the wound opening up. The patient was treated with gauze and tape. Reportedly, the nurse practitioner examined the wound and detected a drainage with a foul odor. The patient was also prescribed 20 days of antibiotics and will follow-up with the physician as the next course of action.

Event description:
Follow-up information revealed the patient underwent surgical intervention wherein the scs system was explanted due to infection at the ipg site.